Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states that patient experienced femoral loosening, noted to be related to an intraop cement mantle fracture. Event does not meet the definition of serious and is considered mild. Event is not related to device and is related to procedure. Update: 5-16-2017: medical records have been reviewed. It was noted in the intra-op notes that during the primary procedure the femoral canal was perforated with the tri-lock stem. The decision was then made to convert to a summit stem to bypass the defect. With the first pass of the reamer for the summit system a displaced fracture of the proximal femur was noted. Calcar planning was performed. Trial implants were used to achieve inadequate stability. The decision was then made to cement a summit stem and then use cables with cement as an augment to stabilize the fracture. Dall miles cables were used to secure the fracture. Excellent stability was achieved. There was no mention of a cement mantle fracture at this time .degenerative joint disease with eburnation added to comorbidities. Updated on 6-16-2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.